Event description:
Pt called lfs in 2004 alleging the meter would not pass the checkstrip test while attempting to troubleshoot. The pt reported no high or low blood glucose symptoms at the time of testing. The issue was not resolved with troubleshooting. The meter was replaced for the pt. No further info has been reported. A pt reported blood glucose results of 177, 332, and 453 mg/dl with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.